Manufacturer narrative:
Product evaluation: analysis results not available; evaluation expected but not yet begun.

Event description:
It was reported that while sitting on the mayo stand, completely at rest, the foot control would automatically turn on the handpiece by itself. Sometimes it would be fast, and sometimes a slow sputter. They tried troubleshooting and resolved the issue by using a backup foot control. There was no patient impact or injury.

Manufacturer narrative:
Date of this report: 3/11/2016. Date manufacture received: 5/17/2016. Product evaluation: service and repair could not verify inadvertent activation; there was no fault found with the foot switch. The item was cleaned, tested and passed all manufacturing specifications. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.